Event description:
It was reported that the right ventricular lead "didn't work right" and had to be revised. The physician's office was contacted and their paperwork did not indicate any lead performance issues and it did not indicate that a lead revision had occurred. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2007, (B)(4).